Manufacturer narrative:
Evaluation summary: (B)(4) 2011 research and development completed functional test for the returned valve and concluded with the following:" this valve was explanted after 0.7 months due to aortic regurgitation as reported by the institution. An independent echocardiography evaluation showed that "there is paravalvular aortic regurgitation originating anterior to the bioprosthetic aortic valve, from the location of what appears to be a paravalvular abscess cavity. Although the valve is not well visualized, no central valvular regurgitation is evident on the available images". The observation of an open leaflet in air with the valve unpressurized was confirmed, and the root cause for this is unknown. Nevertheless, during edwards standardized in vitro pulsatile flow testing, no open leaflet was observed during the closure phase of the cardiac cycle. Functional testing demonstrated that the valve meets the eoa and regurgitation requirements of iso5840:2005. The data from the in vitro testing is consistent with the independent echocardiography evaluation. Method: x-ray.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun. Copy of echo cd has been request for interpretation by independent consultant, but has not been received. The footage of the explant surgery will also be provided on dvd, but at 12/10/2010 has not been received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. On 25 november 2010, through follow up with the surgeon, it was learned that when he "opened the aorta and observed the valve at the re-avr operation, valve was closed as usual. However, one of the leaflets had a fold creating a hinge shape." Customer was concerned that the leaflet may not close with normal pressure once it opens like a hinge at the fold, so he decided to explant the valve. Investigation is on-going.

Event description:
Sales received a report that a valve was explanted after an implant duration of 21 days (0.7 months) due to aortic regurgitation (ar). It was learned that, during the implant, a remnant of the right coronary cusp was reinforced since a trace of infectious endocarditis (ie) was observed at the bottom of the patient's annulus. The ie was healed at the time of this surgery. Trivial ar was observed right after the implant surgery, but the customer considered this ar as the central leakage particular to these valves and decided to monitor the condition over time. However, the radiological findings at catheterization confirmed the exacerbation of ar. Incompetence of the leaflets was also suspected at an echo. On (B)(6) 2010, during the explant, the leaflet of the prosthetic valve at the noncoronary position was found in an open state and causing regurgitation. A magna 3000j21 was implanted as a replacement. The customer commented that there were no technical problems during the implanting procedure and this explant was unexpected.